Manufacturer narrative:
The customer reported that the device was recognizing that internal and external paddles were attached, when they were using defib pads. The factory has not yet received that device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was recognizing that internal and external paddles were attached when they were using defib pads.